Event description:
Consumer reports accuracy problems associated with bd latitude system. Analysis of reported readings using clarke error grid with a reference point of competitive meter yielded the following ref. 7.3 (134) vs. Bd reading 25 (455)-c outside of acceptable range- potential malfunction.